Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory april 2007. Population product advisory was initially communicated on 4/5/2007, had a monitoring voltage of 2.59 volts that may had been reached after implant in less than 40 months. There was an allegation of premature battery depletion against the device. The boston scientific crm technical services consultant advised that this device be followed monthly. There were no reported adverse patient effects associated with this clinical observation. Subsequently the patient presented to the emergency room due to patient condition. The patient stated that his device was not pacing. There was no evidence that the device was not pacing beyond the patient allegation. The local area sales representative reported to boston scientific crm technical services that the patient had difficulty speaking due to his patient condition and that the patient was expected to speak with the physician regarding his wishes and device follow up. Additional information was received that two years after the initial allegation, this device was explanted and replaced due to battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information would become available, this report will be further evaluated and updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.